Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that the procedure was to treat a lesion in the diagonal artery and a bifurcation lesion in the lad with the kissing balloon technique, using a 6f guiding catheter. After placing a 2.0 x 12 mm voyager in the diagonal artery, an attempt was made to place the 3.5 x 13 mm powersail into the lad, but it was unsuccessful. The voyager was pulled back into guiding catheter and then the powersail was able to advance to the bifurcation lesion and successfully open up the vessel. An attempt was then made to advance the voyager back into diagonal artery, but it could not be advanced out of the guiding catheter. Therefore, the powersail was pulled back into the guiding catheter at which time, the shaft separated. Both catheters, including the separated shaft, were removed with the guiding catheter. No pt injury was reported. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the powersail catheter was returned with blood and contrast visible in the inflation lumen and in the balloon. The balloon was loosely folded and was partially filled with blood. The catheter shaft was separated at the mid lap joint. The distal end was returned. The separated edges were not jagged. The outer member was stretched proximal to the guidewire exit notch for a length of 3.2 cm. There were two universal guidewires, a voyager and another company's guiding cathether returned. The voyager catheter was returned without any blood visible. There was fluid visible in the inflation lumen and balloon. The balloon was loosely folded. There were some kinks due to the way it was rolled and returned. No other damage was noted. The returned voyager was advanced through the returned guiding catheter and there was no resistance. An attempt was not made to advance the powersail through the other company's guiding catheter due to the separated shaft. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.